Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. This rv lead was not replaced as the patient received a non-boston scientific leadless pacemaker. This rv lead was returned to boston scientific but further analysis has not been performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (correction): devices codes h6 fields were updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. This rv lead was not replaced as the patient received a non-boston scientific leadless pacemaker. This rv lead was returned to boston scientific but further analysis has not been performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Follow up report 2 (correction): devices codes h6 fields were updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. This rv lead was not replaced as the patient received a non-boston scientific leadless pacemaker. This rv lead was returned to boston scientific but further analysis has not been performed. No additional adverse patient effects were reported.